Event description:
It was reported that a female who underwent a breast augmentation primary with a mentor memorygel 340cc silicone prosthesis experienced left sided silent rupture postoperative. The mammogram and ultrasound examination confirmed the issue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. (B)(4).

Manufacturer narrative:
Additional information received on december 26, 2024, indicated that date of implant removal was on (B)(6) 2024. The pre-scans ultrasound and mammogram both confirming intracapsular rupture on left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 10, 2024, indicated that the patient also experienced multiple unexplained symptoms like weight gain., bilateral breast pain. As a result, patient underwent bilateral replacements with unspecified implants on (B)(6) 2024. Reason for device explant and/or reoperation: symptomatic rupture, generalized illnesses, breast pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The left side rupture was symptomatic rupture.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 12, 2024 indicated that the patient ethnicity is caucasian. Manufacturer¿s reference number: (B)(4).